Event description:
An interventional radiology procedure (transjugular intrahepatic portosystemic shunt (tips) revision) was about to be started on a patient when the hospital power was disrupted. The users were unable to reboot the equipment in the room. Attempts to restart the equipment unsuccessful, so the patient was removed from the table and taken back to pacu. The or manager was notified and maintenance also notified. We were informed that there was a glitch with the local power company. The service engineer recycled the system's circuit breakers, and the room was restored to operation.if the procedure had been under way, possible harm to the patient could have occurred.